Event description:
The customer reported erroneous high ise (ion selective electrolyte) patient results were generated on the au480 clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple hardware components to resolve the issue. The following components were replaced: ise reference valve, pinch valve, ise buffer valves. Sample probe, sample syringe. Syringe drive assembly. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.